Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant results were due to a defective 2-way valve which caused air to enter the wash 1 lines. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant results were obtained for troponin on seven pt samples. The results were reported. New reports were issued after the samples were repeated. One pt was treated with lovenox and tully due to a discordant troponin result.